Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria, and atrophic vaginitis.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to uterovaginal prolapse with concurrent partial hysterectomy. It was also reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bleeding, dyspareunia [husband is able to feel mesh during intercourse] and vaginal scarring.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with abdominal colposacral suspension and posterior vaginal repair. It was reported that patient underwent right laparoscopic nephrectomy on (B)(6) 2011 due to chronically obstructed and hydronephrotic right kidney. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent cystoscopy with right retrograde pyelogram and attempted ureteroscopy on (B)(6) 2011 due to distal ureteral obstruction. (B)(4).